Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site regardless of stimulation on or off. The patient had a fall and had lost a significant amount of weight. As a result, the ipg was explanted and replaced with a different model on (B)(6) 2016 in the same ipg pocket.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the pain at the ipg site had resolved following the procedure.